Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that the patient was in a car accident, resulting in high right side impedances and decreased efficacy. Impedance tests and x-rays were taken to confirm the issue which showed that the right extension was twisted and broken. Both implantable pulse generators (ipgs) and extensions were replaced on date notified as a result, resolving the issue. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2017-02662.